Manufacturer narrative:
Additional information: b5, g3, h6.

Event description:
Additional information was received on 05/14/2025: this occurred during an ac joint reconstruction procedure on (B)(6) 2025. All fragments were successfully retrieved from the patient. Another ar-2371bl knotless ac tightrope repair system was used to complete the case. The procedure proceeded without delay, and no additional anesthesia was required. No adverse effects on the patient were reported on or after the procedure.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/15/2025, a sales representative reported via email that an ar-2371bl knotless ac tightrope repair system encountered an issue during tensioning the clavicle cup button. The suture ripped, preventing the final tensioning and necessitating a different anchor kit. No further details were provided. This was discovered during a procedure. Additional information has been requested.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to excessive user-applied mechanical forces.